Event description:
While obtaining forcep biopsies, the mini-forceps were opened inside patient's lung mass. Mini-forceps would not close. Device had to be forcefully closed after several attempts. After removal, mini-forceps were visually inspected with all parts still intact.